Event description:
Information received indicates that pump does not alarm when done, keep pumping after food is gone, pumping air into patient's stomach.

Manufacturer narrative:
Found pump was disassembled with no data in the engineer's room, who was no longer with moog. Pcb was replaced for preventative measure. This MDR is being submitted as part of a retrospective review for reportability.